Event description:
It was reported that noise was observed on the atrial channel of this cardiac resynchronization therapy defibrillator (crt-d) system while testing provocative maneuvers. There was oversensing as the noise was labeled as atrial fibrillation (af) on the electrogram (egm). It was noted that there was no pacing inhibition and all other system measurements were normal. The programmed sensitivity was adjusted, and the patient will be further monitored. No adverse patient effects were reported. Currently, this crt-d system remains in service.